Manufacturer narrative:
The technician replaced the brake stems and horns to resolve the issue.

Event description:
The account alleged the brake pedal sets but wheels swivel and roll in brake mode. No pt impact.